Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient went to the emergency room after receiving inappropriate shocks due to t-wave oversensing (twos). It was further reported that the patient later received an additional shock due to twos. Reprogramming changes were made for the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.